Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with an unk pelvic mesh product in or around 2006 to treat stress urinary incontinence and/or pelvic organ prolapse. Plaintiff's attorney alleged plaintiff underwent repair surgery in or around (B)(6) 2012. Plaintiff's attorney also alleged plaintiff experienced significant mental and physical pain and suffering, has sustained permanent and debilitating injuries and has undergone medical treatment and will likely undergo further medical treatment and procedures.

Manufacturer narrative:
It is unk what ams pelvic mesh product was implanted. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.